Event description:
On 5/25/2001, the pt informed the manufacturer's field assurance manager of the following: earlier in 2001, catheter fractured and found on routine chest x-ray. States "no symptoms prior to being discovered on x-ray. States "catheter portion of fractured catheter was retrieved by cardiac catheterization on that same day and the device portion was removed 5 days later. The device will not be returned for analysis and investigation.